Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. After an onsite inspection by a fresenius mexico technician, a definitive conclusion regarding the complaint incident could not be reached.

Event description:
A customer reported to fresenius mexico that a 2008k2 machines ultrafiltration clock did not advance while a patient was in treatment. Patient continued with treatment on the same machine. There was no indication harm or adverse event. A fresenius mexico technician was scheduled to service the reported machine. Upon follow up with mexico technical services, it was reported that the the technician arrived on site and serviced the device. The equipment was rinsed, replaced the input/output hoses, pipettes were configured correctly, the pressures, flows, conductivity, and equipment temperature were checked and found to be acceptable. A dialysis simulation was initiated and completed successfully. Equipment tests results were satisfactory. The equipment was disinfected and returned to service. The clinic nurse was informed of the findings and repairs.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A customer reported to fresenius (B)(4) that a 2008k2 machines ultrafiltration clock did not advance while a patient was in treatment. Patient continued with treatment on the same machine. There was no indication harm or adverse event. A fresenius (B)(4) technician is scheduled to service the reported machine. Additional information has been requested, however, to this date a response has not been received. No samples were returned to the manufacturer for physical evaluation.